Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch regarding the same issue. One closed as not confirmed and one confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open sample with a detached needle (aluminum pouch is missing). However, checking the needle under the microscope vision we have noticed that there are rests of broken thread inside the needle hole as can be seen on enclosed picture. Considering that there are two previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing records, this product had an incidence not related to this issue and the products were released fulfilling b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 1.46 kgf in average and 1.27 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the detachment of the needle was caused by too much thermal treatment in the manufacturing process, which causes that thread is burned and breaks easily in the attachment area. Final conclusion: considering that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there are previous complaints for the same issue, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that the needle & suture thread easily snap. Operation: left knee arthroscopy.